Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a no disposable clamp tubing alarm. Per reporter the pump settings were: rate 1.8, residual volume 43.3, given 28.4. Air in tubing was indicated. It was reported that the error was still present when the pump was powered off and restarted. Per reporter the patient was advised to remove the cassette and patient observed air bubbles present in the tubing on the cassette. Further troubleshooting was unsuccessful. No adverse patient effects were reported.